Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to j1 pins 1 and 2, which were found to be compressed/damaged.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery pins were bent. There was no reported patient involvement.